Event description:
During the call, the autopulse platform (sn (B)(4) continuously stopped compressions without displaying any user advisory messages. The crew reverted to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) continuously stopped compressions was confirmed in the archive data but was not confirmed during functional testing. Based on the archive, the platform stopped compressions due to the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 02 (compression tracking error) messages. The likely root cause was due to the patient being out of position or the patient was not properly centered/aligned on the platform. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data revealed that there was no platform active operation recorded on/around the date the reported problem occurred. Per the archive, multiple (ua) 07 and (ua) 02 messages were recorded on (B)(6) 2021. The errors were cleared by the user. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement, and press restart to clear the user advisory. Per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The platform failed the initial functional test with user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, unrelated to the reported complaint. To remedy the issue, the driveshaft was rotated back to the home position. The error messages observed in the archive were not replicated during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.